Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014. It was reported that he had to undergo invasive medical procedures that included surgical excision of the mesh on (B)(6) 2015.

Manufacturer narrative:
Date sent to the FDA: 5/5/2021. Corrected information: manufacturing site name and address. Corrected narrative: it was reported that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted.

Manufacturer narrative:
Additional information: patient code: (B)(4) additional narrative: it was reported that following procedure the patient experienced pain and bowel obstruction. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.